Event description:
It was reported that the patient had a new implantable neurostimulator (ins) implanted, and seven days later they went to recharge for the first time for 1.5 hours. This was advised by their healthcare provider (hcp) as the battery was down to 25 percent. The patient was burned by the recharger. The patient went to their pain hcp and they were not certain the burn was from the insr. The patient then went to the emergency room (ER) where the ER hcp said it was 100 percent from the recharger. Intra-operatively the patient got 8 bars and post-operatively the patient was getting 4 bars. The patient used to get 7 bars with their old device. The patient recharged over their underwear and the antenna was not directly touching the patient¿s skin due to that factor. The patient was still healing and there were no staples and the wound was not covered. The patient was told to turn the ins off until the body was completely healed from the implant and wait to charge. The hcp was wondering if the metals were the same. The hcp was wondering if the patient¿s body took this new ins differently. There were blisters with epidermal loss due to a burn, second degree, of a unspecified site. The patient was going to follow up with the hcp to schedule an appointment as soon as possible for a visit 2 days after the report. Cultures were taken. There was a wound /abscess. It was noted that the patient was going to start taking medication. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: neu_unknown _lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information was received from a legal representative of the patient reporting that at a wound check and programming appointment on (B)(6) 2015 some difficulty was encountered, did not get 6-7 bars for charging. The ins may be too deep in the pocket. A revision may be needed if continues to be an issue. The patient sustained bodily injuries related to the use of the ins system. The surgical site was clear and healing well prior to the initial charging on (B)(6) 2015. The patient sustained severe burns of their upper right buttocks area on their first attempt to charge the device. The patient felt pain to the skin with some warmth and redness. At that time, the ins did not give any warning that the battery was hot. It was also reported that there was a rash at the ins incision site following charging of the ins. The patient went to urgent care on (B)(6) 2015 and was prescribed: naprosyn, augmentin, and cortisone cream. The rash did not improve and was itchy. The second degree burns were large, approximately 6 inches wide and one part was 3 inches tall. There was irritation at the charging site as a result of the patient using a defective ins. The patient also experienced sleeping problems/trouble sleeping, muscle pain, back pain, neck pain, joint pain, limitation of use of a joint, joint stiffness, joint swelling, leg cramps or pain in legs when walking a short distance. On (B)(6) 2015 was when the patient went to the ER, with complaints of pain, blistering (slightly raised and some open), redness, weeping, and swelling of the right buttock at the charging site. Silvadene cream was prescribed. The ins was discharged. The patient experienced myalgias and back pain. On (B)(6) 2015, a ¿replacement spine stimulator¿ was received via mail. The ins incision site and surrounding area improved. The patient continued to use silvadene cream twice a day, but stopped naprosyn. The patient remained on amoxicillin. Tramadol was being used for surgical site pain. The surgical site pain was described as a discomfort with vas 0/10 but with certain movements 8/10. The patient was treated by their doctor. On (B)(6) 2015 ins incision site was surrounding skin improved. No redness, some skin peeling, but no open areas. The patient has not used/charged device. The patient met with a company representative, who was able to charge the device with underwear as a skin barrier with light pressure being applied to charger. The patient was instructed to apply light pressure and charge one hour a day, and use for approximately 1-2 hours. The patient¿s pain was mild-moderate with zas 2-3/10. Turning in bed was an exacerbating factor. Numbness and tingling was noted. On (B)(6) 2015 the wound burn was healing nicely and the patient was being managed well with no medications. The ins had two bars. Low back pain was noted. The pain interfered minimally with adl¿s and most other activities. There was tenderness at the lumbar spine. The plan was to leave the wound alone for 4 weeks, then in the presence of the physician attempt charging the unit. If rash develops than the plan was to replace the ins to previous model. If the ins is chargeable without consequences, then revise the pocket to make it more superficial. Analgesia was satisfactory. On (B)(6) 2015 the patient had pain at left leg from mid-thigh to left toes; vas 8-9/10 without medication, 1-2 with medication. There was a constant ache, numbness/tingling, and paresthesia. Exacerbating factors were: turning in bed, walking, standing sitting >10 minutes, increased physical activities. Medications and relaxation were improving factors. The patient has not used ins. Prescriptions of lyrica and tramadol was added in an attempt to manage the patient¿s chronic nerve pain during the period they were not able to use the ins. The inability to use the ins for pain management of the underlying condition caused further pain and suffering, significantly limited their social activities and ability to perform household chores. On (B)(6) 2015 the wound was fine. No redness or tenderness. The patient charged for one hour yesterday and got the ins up to half, but discharged fast to 20%. The patient was slightly disheartened. The physician gave the patient different options, and they chose to continue charging to full and use as is. The patient was now using the device and had begun weaning medications. On (B)(6) 2015 the patient¿s initial skin issues over the ins had resolved. The patient¿s lumbar spine was normal to inspection. The patient was able to charge the unit with some difficulty due to it¿s deep position and small size; the recharger was not making proper alignment. The patient was unable to charge the ins in a convenient fashion and was frustrated. The paresthesia coverage was adequate and had satisfactory control. The patient was using the unit daily, 24 hrs/day. The main issue at this point was the ease of charging the system and the excessive time it takes. The patient wondered if they could have a non-rechargeable unit like the last one. Revision and removal of the ins was scheduled for (B)(6) 2015. On (B)(6) 2015 a revision surgery of the ins was performed to relocate the device to a depth and place where the charging would be trouble free. During surgery, the physician confirmed that the recharging unit was able to get all 8 bars. Thereafter, the patient developed an infection at lumbar region of the back from the steri-strips and superficial contact dermatitis. There was no change in the patient¿s pain, but the pain did interfere minimally with adl¿s and most other activities. There was tenderness at the lumbar spine. Five days after the revision the ins incision site and surrounding skin improved. Surgical site was itchy and red with two small 1in blisters with scant drainage. It was noted the patient hadn¿t used or charged the ins. The patient was instructed to wash area daily using antibacterial soap and keep open to air when at home. A couple days later there was no further drainage or itching. A dermatologist prescribed clobetasol ointment 3%. Left knee pain was noted. On (B)(6) 2015 the incision site was healing well. Adaptivestim (as) programming was performed and the patient had a good knowledge of how to use the device. At the end of (B)(6) 2016, the patient experienced bilateral lower extremity starting at ¿this¿ radiating down to toes. There was constant burning, sharp, soreness; depends on use of leg. Severity was 5-8/10 without medications. The left leg was discolored and cold. Exacerbating factors was cold weather and certain activities. The patient started taking motrin since the cold weather. The patient as unhappy with the ins battery. Since being burned the patient has been very apprehensive when charging the device. When turning up the ins, the battery seemed to deplete quickly. The ins continued to take a disproportionate amount of time to charge and then quickly discharges with use. The ins has to be charged on a weekly basis of 3-4 hours, compared to the previous ins which was charged approximately once per month 3-4 hours. The ins was reprogrammed on (B)(6) 2016. The patient¿s intention was to have the ins removed and replaced in the future. The patient¿s past medical history included: chronic pain related to radial sympathetic dystrophy of left knee, and complex regional pain syndrome of both lower extremities. No further complications were reported or anticipated.